Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The customer also reported that the insulin pump had a cosmetic damage and it was exposed to moisture. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.